Event description:
Incident as reported: diagnostic laparoscopy -"dr (B)(6) inserted his first trocar (5 mm) with an optical entry technique into an uninsufflated abdomen. He then insufflated the abdomen and inserted his scope. He then inserted a second 5 mm trocar, under direct visualization, into the abdomen. This is when he perforated the bowel with the trocar. The surgery was prolonged, but the trocar did not malfunction. Dr (B)(6) had to suture the bowel that was perforated. He made a mini laparotomy, externalized the bowel, and sutured it. He then continued the case laparoscopically."

Manufacturer narrative:
The incident product was not returned for eval. The customer experience report submitted reported no device malfunction. However, the case went from laparoscopic to laparotomy and returned to laparoscopic to complete and caused a prolonged surgery. This represents our initial and final report.